Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked in two places. The battery compartment was found to be leaking with evidence of moisture and corrosion found inside the battery compartment and inside the pump. The keypad was also found to be cut and torn between the down and ok buttons. The keypad buttons were found to be unresponsive due internal moisture damage. The keypad cover was removed; contamination and moisture was found under all key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the battery compartment was cracked in two places. The battery compartment was found to be leaking with evidence of moisture and corrosion found inside the battery compartment and inside the pump. The keypad was also found to be cut and torn between the down and ok buttons. The keypad buttons were found to be unresponsive due internal moisture damage. The keypad cover was removed; contamination and moisture was found under all key contacts.